Event description:
Note: date of event is not known. A hydrothermablator was used for a hydrothermablation procedure(age, weight unknown). According to the complaintant, there was saline leaking at the cervix. It should be noted that the system alarm warning went off twice during the procedure alerting the physician of the leakage. The saline was removed with suction and silvadine cream was applied. It should be noted that we were unable to confirm whether or not the patient sustained a burn. The procedure was completed with this device, and there were no further complications reported with this event.

Manufacturer narrative:
A device evaluation was not performed as the product was disposed. A lot number was not provided, therefore, no device history review was performed. Additionally with no lot number, the expiration and manufacturing dates are not known.